Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer suspected insulin pump was not working well. Customer¿s blood glucose was 260 mg/dl. Customer stated that infusion had air bubbles and customer pushes air bubbles out of infusion set, new air bubbles appears in infusion set even customer changed several infusion set. Customer mentioned that motor sound was less audible. Insulin pump will be returned for analysis.

Manufacturer narrative:
No audio/beep anomaly noted. Device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify air bubble, possible over/under delivery anomaly or communicate to carelink pro due to blank display.